Event description:
It was rpeorted that iab was inserted without difficulty. Upon connection to iabp, helium loss alarms were experienced. As a result, iab was exchanged. Upon removal, a leak was noted at transition of balloon meberane and catheter. There were no rpeorted pt complications.